Event description:
Pt had root canal done. After completing, sent home. Developed rash, shortness of breath and wheezing. Unclear as to what medications given. Pt has noted allergy to latex. Pt rec'd epinephrine, benadryl and steroid taper. Reaction resolved. During call to rptr to clarify the event device, rptr indicated that the pt arrived in their ER after having been seen by her private dentist. Both the pt and the rptr were unaware whether the device causing her reaction was a pair of latex gloves or if perhaps the dentist had used a rubber dam.